Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a wound under the front-electrode. It was reported that the garment was digging into the patient's skin and the skin began to peel. The patient was in the hospital and the nurse applied disinfectant, a dry compress, and plaster to the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation improved.